Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritioneal dialysis therapy. Reportedly, the home patient has connected the transfer set to the patient line of the homechoice set before the prime cycle had been initiated. The home patient then remained connected during the prime cycle. Baxter's technical service center assisted the home paitent in ending therapy early. Therapy was completed by setting up with new supplies. Per the home paitent, no patient injury or medical intervention was assoicated with this incident.